Event description:
It was reported the clinician contacted technical services due to the implantable cardioverter defibrillator (ICD) oversensing the left ventricular pace in the right ventricle while running an in clinic left ventricular capture threshold test. The interaction was reproducible. Oversensing was not observed when the left ventricular capture test was not running. Programming changes were recommended. There were no reported patient consequences.

Manufacturer narrative:
Correction: section a2: age should have been 73yrs instead of 74-years-old. Correction: section e3: occupation "nurse" should have been selected instead of "physician".

Event description:
New information received notes the recommended programming changes were completed. There had been no other issues. The patient was being monitored. The patient was stable.